Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was freaking out and had a button error as well as blank screen. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump was received with normal operating currents and passed the self test and the displacement test. The insulin pump was monitored and no unexpected blank display or powering off occurred during testing. No damage was found on the isolation tape during visual inspection.